Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that an asymptomatic patient presented to an un-related procedure on (B)(6) 2021 with noise over-sensing on the right ventricular lead. It also failed to capture on multiple occasions. Lead was reprogrammed to address the capturing issue. Lead was later capped and replaced on (B)(6) 2021. Patient was discharged after the procedure.